Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) level was reportedly within target range. The customer would continue to use the pump for insulin therapy.